Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart dfm100 indicating that the operational check failed. There was reportedly no patient involvement. The fse evaluated the device onsite and it was determined that this was a malfunction of the system on module (som) board from error log code, 7:38. A quote was provided to customer for the replacement of the som. The som to be replaced as the customer budget allows. The device remains at the customer's site. No further action is required at this time. If additional information is received the complaint file will be reopened. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.